Event description:
As reported by a study, during pre-dilation a grade, a dissection occurred. Two smart control stents were deployed and after post-dilatation, the grade a dissection remained, extending beyond the stents. A third stent was deployed to treat it. Approximately seven months post index procedure, the patient had a repeat revascularization of target lesion. Right antegrade access was used for the procedure. Pre-procedure medications included aspirin and clopidogrel. Bivalirudin was used during the procedure. Pci was performed on a 90% de novo lesion in the proximal left superficial femoral artery of 15cm in length in a 5mm vessel diameter with moderate calcification. The lesion was pre-dilated during which a grade a dissection occurred. A 60% stenosis was present after pre-dilatation. A 6x100mm smart control stent and a 6x80mm smart control stent were deployed at the target site. The dissection was beyond the stented area and remained grade a after post-dilation. Then a dynalink biliary stent was deployed distal to the target lesion for additional treatment of the dissection after which the dissection resolved. The residual diameter stenosis was 0%. The patient was discharged on the day following the procedure.

Manufacturer narrative:
Post-procedure medications included aspirin and clopidogrel. Post-procedure rutherford category was 2. On the day after the procedure, the patient has a fever. It was treated with hospitalization. Approximately 6 1/2 months after the procedure, the patient experienced tingling in the extremity and claudication. Angiography was performed due to an abnormal duplex ultrasound which revealed no distal or proximal peri-stent stenosis. But there was 50-99% in-stent restenosis of the three stents. The patient was treated with revascularization. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00027.